Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that the nurse did not sustain injury as a result of the reported incident. The nurse reportedly had two knee replacement prior to the reported incident and the nurse reportedly applied cold pack on her knees after the incident, but did not require medical treatment. The nurse is reportedly doing well. The user facility personnel discarded the subject device following receipt of the letter from olympus, as olympus has initiated a corrective action to address complaints associated with water leaking from the irrigation tubing used with the olympus flushing pump. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the irrigation tubing was leaking and a nurse had slipped and fallen due to the leak.